Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported 'not recognizing a loaded slide clamp' when the device failed to recognize an open door. No related alarms were verified through a review of the event history log. The upper latch switch was determined to be the cause. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize a loaded slide clamp. There was no patient involvement. No additional information is available.